Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The 8fr sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.2cm and 46.7cm from the iab tip. Extender tubing, pressure tubing and three-way stopcock were also returned. The inner lumen was found occluded, the occlusion was not able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. A sensor output test was performed, and the sensor was found to be within specification. The iab was placed on the cardiosave pump and pumped for two minutes, the iab pumped normally, and no alarm sounded from the pump. Manufacturing supervisors inspected the iab tip per physician request and no damage was observed. The iab was kept in the lab for three weeks before being assessed by manufacturing engineering, during which a fiber optic break was discovered near the y-fitting within a catheter kink located 76.2 cm from the iab tip. Over time, the kink may have caused the optical fiber to break. The iab device was tested for all functionality, and it passed upon initial arrival. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. On (B)(6) 2024, the patient was brought to the operating room for coronary bypass (CABG) procedure. The patient was fully heparinized to be placed on bypass. There was an immediate reduction of blood pressure with significant blood loss in the chest cavity. The patient was placed on pump and stabilized. Vascular surgery was called to find the issue in the aorta. Under fluoroscopy, patient was found to have a hole in aorta about 1cm below junction of subclavians. Iab was placed on standby and pulled back so that the hole could be stented. After stenting, CABG was completed successfully. Iab therapy was restarted and patient was brought to ICU for recovery. The iab was removed from patient around 1am on (B)(6) 2024. The patient was doing well and recovering in the ICU.

Manufacturer narrative:
Occupation: certified clinical perfusionist. Additional initial reporter: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).